Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified proximal circumflex artery. Following pre-dilatation with a semi-compliant and non-compliant balloons, a 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The physician used a non-boston scientific stent which also failed to cross. Then, a 3.00 x 16 synergy xd drug-eluting stent was advanced but failed to cross the lesion as well. A 1.5 mm rotapro burr was used and further dilatation was performed with a 3.00 non-compliant balloon catheter. Another 3.00 x 28 was advanced but would not cross the lesion. The device was removed and it was noticed that a stent strut was lifted. The same non-boston scientific stent was used to complete the procedure. No patient complications were reported.